Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Examination of returned device found no evidence of product non-conformance. During the evaluation, wear was noted on the instrument. Root cause of the event was most likely due to the instrument being used beyond its useful life or excessive torque during use; however, a conclusive determination could not be made.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2016. During the procedure, the tip of the reamer fractured. No fractured pieces fell into the patient. Another reamer was available to complete the procedure without delay.